Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocar was hissing and leaking pneumo when the device was removed from the trocar. After removing the device they would tap on the trocar and the trocar would stop hissing. The case was completed with the device, there was no patient consequence.